Manufacturer narrative:
The customer stated there have been no other issues with quality control results for co2 or na since the service visit.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results for 2 patient samples tested for either co2 or ise indirect na for gen.2 on a cobas 6000 c (501) module. Based on the data provided, the na results for 1 patient were erroneous. The erroneous result was not reported outside of the laboratory. The initial na result was 505 mmol/l. The repeat result was 144 mmol/l. The repeat result was believed to be correct. No adverse event occurred. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site where quality controls were out of range for ise tests. There was a vacuum tubing leak at the vacuum vessel. This was repaired. The investigation determined that the issue found by the fse was the root cause of the event. No abnormal trends were identified during a review of complaints related to the vacuum vessel. It was noted that during a review of complaints at this customer site there were no other past complaints similar to this issue on any like instrument in the past 12 months.